Event description:
A medtronic representative reported a site vertek arm that would not tighten properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site. Medtronic investigation of returned suspect vertek arm is very worn with nicks and scratches overall and most of the color worn off or faded. This arm is over four years old. As reported, the starburst end of the vertek arm will not lock down. Mechanical failure, malfunction - will not tighten, directly caused the event.